Manufacturer narrative:
Eval: still under investigation at this time.

Event description:
Procedure: implantation of the port through the right subclavian vein. Information was provided that this procedure was done by a resident under the preceptor's tutelage. The resident approached the vessel under the echo. The wire guide was lying in a coil outside through the blood vessel wall. When the resident attempted to remove the wire guide, resistance was encountered. However, he pulled the wire guide without any care and it was noted to be stretched or elongated. Approximately 4cm of the wire guide tip was cut and remained inside the patient's body. The preceptor removed the tip of the wire guide from the patient during the surgery. He implanted the port again with no problem. The physician commented that the device is infected with hcv.